Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient described uncomfortable paresthesia covering the entire body (including the head) whenever the device was turned on. Factors that may have led or contributed to the issue were not known. Diagnostics included the nurse activating cycle (1 minute on and 9 minutes off) to check whether or not the discomfort was dose related. Symptoms persisted regardless. A procedure was planned to check if this problem persists with an external neurostimulator (ens). If discomfort persists, the implantable neurostimulator (ins) will not be replaced. If discomfort is solved with the ens, a new ins would be implanted and the on currently in use would be returned. The issue was not resolved and a surgical intervention was planned. Relevant medical history includes neuropathic pain. Additional information received reported that surgery was performed. The ins was disconnected and an ens was connected. At t=t0, stimulation was turned on with initial ins programming (5+ 6+ 7-, 1000hz, 150us, 12,5ma, comfort threshold as reported by patient). At t=t0+8 min, patient reported uncomfortable paresthesia in the face and throat. Stimulation was reduced to sub-threshold level (11,5 ma) - at t=t0+10 min, the patient reported additional uncomfortable paresthesia in the torso. Unbeknownst to the patient, stimulation was switched off. At t=t0+13 min, the patient reported additional uncomfortable paresthesia in the upper limbs at t=t0+18min, patient reported additional uncomfortable paresthesia in the lower limbs at t=t0+26 min, the trial was interrupted and ins was reconnected to be placed back in the subcutaneous pocket. The physician concluded that the ins was not faulty. No further complications were reported/anticipated.